Manufacturer narrative:
The complaint investigation for a falsely decreased alinity I stat high sensitive troponin-I result included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Return testing was not completed as returns were not available. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. A review of tracking and trending for the product and the likely cause lot did not identify an increase in complaint activity. Device history record review did not identify any non-conformances or deviations with the likely cause lot number and complaint issue. Labeling was reviewed and found to adequately address the issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency for the alinity I stat high sensitive troponin-I, lot number 66340ud00, was identified.

Event description:
The customer observed a falsely decreased alinity I stat high sensitive troponin-I result for one patient who was in the ICU and known for previous myocardial infarction. The following data was provided (customer¿s reference range is 0-34 ng/l): sample ID (B)(6) initial result, on (B)(6) 2024, was 2.9 ng/l, which was reported out of the laboratory. The doctor questioned this result based on the patient¿s history. The sample was then repeated, and the result was 2938.2 ng/l. The sample was repeated 5 more times, and all results were elevated matching the high result obtained. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21, and a 510k/PMA/bla number of k202525.

Event description:
The customer observed a falsely decreased alinity I stat high sensitive troponin-I result for one patient who was in the ICU and known for previous myocardial infarction. The following data was provided (customer¿s reference range is 0-34 ng/l): sample ID (B)(6) initial result, on (B)(6) 2024, was 2.9 ng/l, which was reported out of the laboratory. The doctor questioned this result based on the patient¿s history. The sample was then repeated, and the result was 2938.2 ng/l. The sample was repeated 5 more times, and all results were elevated matching the high result obtained. There was no impact to patient management reported.